Manufacturer narrative:
The field service engineer (fse) replaced the vga controller and power status overlay to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a display is blank; the device did not continue to operate and provide ventilation. The customer reported there was no patient involvement.